Manufacturer narrative:
The device history records were reviewed and the product was released according to company acceptance criteria. The system history shows that the laser was verified successfully prior to, and after the date of event. Logfile review for the data of event shows no abnormalities that could have contributed to reported event. The treatments were completed to 100%, without interruptions or error messages. The root cause could not be identified, the device meets all specifications. (B)(4).

Event description:
A surgeon reported that a pt who underwent bilateral lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steroid drops were increased, and the dlk resolved with treatment. Another report is filed for the right eye.